Event description:
It was reported that the patient¿s implant and stimulation was hurting her. The patient also had a loss of therapeutic effect and stimulation in the wrong location. The healthcare provider (hcp) had to replace the implant.

Manufacturer narrative:
Product ID: 3031, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3886, lot# l88642, implanted: (B)(6) 2001, product type: lead. (B)(4).